Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient had history of pulmonary embolism, but the coagulopathy studies remained normal. The patient reported dark brown urine and was readmitted for further evaluation. The patient received a pump exchanged on (B)(6) 2012.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.